Event description:
It was reported to boston scientific corporation on (B)(6) 2011 that an advanix biliary stent was used during an endoscopic retrograde cholangiopancreatography (ercp) and scheduled stent removal procedure (patient age, gender, and weight, and procedure date are unknown). According to the complainant, during the procedure, a snare was looped above the proximal barb to remove the stent; however the end of the stent broke in two pieces inside the patient. All fragments of the stent were successfully removed from the patient. The procedure was completed upon removal of the stent and device fragments. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Patient age, gender, and weight are unknown. Event date is unknown. The complainant was unable to provide the device model, catalog number or lot number. Therefore, the manufacture and expiration dates are unknown. However, it was reported that the device was either 8.5fr or 10 fr. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.